Manufacturer narrative:
The two additional proglide devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, factors that may contribute to malposition of device/ failure to deploy the suture include, but not limited to, friable artery, knot tensioning angle not coaxial or knot jams in subcutaneous tissue. The patient effects and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with three proglide devices using the pre-close technique via a 7f sheath prior to an abdominal aortic aneurysm (aaa) repair procedure. Reportedly, the sutures of the proglides were successfully preplaced; however, when removing the guide for closing with the proglides, there was abundant bleeding in the lcfa. The sutures of the proglides did not achieve hemostasis. Cut down surgery was performed. Upon opening the vessel, it was evident that the sutures were located outside the artery in subcutaneous tissue. It could not be confirmed which or how many of the three proglides sutures were deployed in subcutaneous tissue. Reportedly, a hematoma occurred. Hemostasis was surgically achieved. There was a reported clinically significant delay in the procedure or therapy and hospitalization was prolonged. No additional information was provided.